Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the ground resistance test, measuring 0.111 ohm, which is outside the acceptable specification of less than 0.1 ohm. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.073 ohm. During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 20.2 psi, which is outside the acceptable range of 22¿38 psi. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 306 to 329 recalibration, the device passed the 30 psi occlusion pressure test with a measured value of 22.500 psi, which is within specification. Reference to complaint #: (B)(4).

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 21.030psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed during testing; however, the probable cause remains undetermined. CAPA-15 was initiated to investigate the root cause of the failed occlusion test failure. During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test with a measured value of 0.111 ohm. The acceptance criterion for this test is less than 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing; however, the probable cause remains undetermined. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 21.030psi, which is outside the acceptable range of 22 to 38 psi. The pump also failed the ground resistance test with a measured value of 0.111 ohm. The acceptance criterion for this test is less than 0.1 ohm. No patient involvement was reported.